Event description:
The pt sustained a fall. Revision surgery revealed the patellar component disassociated from the patella. A lack of adequate bone stock prohibited replacement of anaother patellar device.

Manufacturer narrative:
Summary of evaluation: the devices can not be evaluated as they have not been returned to howmedica but rather have been retained by the patient.